Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a concern the implantable cardioverter defibrillator (ICD) did not deliver therapy when needed and that the right ventricular (rv) shock impedance measurements were greater than 200 ohms. Boston scientific technical services (ts) was consulted to review the data. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon review of a stored episode, there was a concern the implantable cardioverter defibrillator (ICD) did not deliver a shock when needed and that the right ventricular (rv) shock impedance measurements were greater than 200 ohms. Boston scientific technical services (ts) was consulted to review the data. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the ICD and rv lead were explanted. A new lead was attempted to be implanted in the his, but the physician experienced difficulty implanting it. The lead was unable to be removed and was surgically abandoned. The patient was successfully implanted with a cardiac resynchronization therapy defibrillator (crt-d) and no additional adverse patient effects were reported. A portion of the chronic rv lead was returned for analysis.

Event description:
It was reported that upon review of a stored episode, there was a concern the implantable cardioverter defibrillator (ICD) did not deliver a shock when needed and that the right ventricular (rv) shock impedance measurements were greater than 200 ohms. Boston scientific technical services (ts) was consulted to review the data. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the ICD was explanted, and the rv lead was taken out of service. A new lead was attempted to be implanted in the his, but the physician experienced difficulty implanting it. The lead was unable to be removed and was surgically abandoned. The patient was successfully implanted with a cardiac resynchronization therapy defibrillator (crt-d) and no additional adverse patient effects were reported. A portion of the chronic rv lead was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, it was noted the lead was returned severed at approximately 113 mm from the terminal end. Only the proximal segment was returned. A thorough evaluation of the returned portion of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the returned portion found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.